Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery. At the time of the report, the perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and perforation to be related to essure. The reporter commented: according to the legal claim, plaintiff had the need for additional surgery. Further company follow-up with the lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs / migration of essure device location of device: uterus"), device breakage ("device breakage") and fallopian tube perforation ("perforation (fallopian tube(s))") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included underweight, pap smear abnormal and flank pain. Previously administered products included for an unreported indication: prenatal vitamins. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen). On (B)(6) 2009, the patient had essure inserted. In march 2009, the patient experienced pelvic pain ("pain"). On (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required), 81 days before insertion of essure. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), fatigue ("fatigue") and diarrhoea ("diarrhea") and was found to have weight increased ("weight gain"). In 2010, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), visual impairment ("poor vision") and alopecia ("hair loss"). On an unknown date, the patient experienced rash ("rashes"), abdominal pain ("abdominal cramp"), bladder pain ("bladder pain"), pain in extremity ("leg pain") and back pain ("lower back pain"). The patient was treated with surgery (surgical removal of coil and unilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, device breakage, fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, rash, bladder disorder, urinary tract disorder, nausea, visual impairment, weight increased, fatigue, diarrhoea, alopecia, abdominal pain, bladder pain, pain in extremity and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, bladder pain, device breakage, diarrhoea, fallopian tube perforation, fatigue, menorrhagia, nausea, pain in extremity, pelvic pain, rash, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: according to the legal claim, plaintiff had the need for additional surgery. Current weight 192 lbs. Left side- 2 coils, right side- 1 coil. Discrepant date of removal was mentioned as : (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-may-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs / migration of essure device location of device: uterus"), device breakage ("device breakage") and fallopian tube perforation ("perforation (fallopian tube(s))") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included underweight, pap smear abnormal and flank pain. Previously administered products included for an unreported indication: prenatal vitamins. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen). On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced pelvic pain ("pain"). On (B)(6)2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), fatigue ("fatigue") and diarrhoea ("diarrhea") and was found to have weight increased ("weight gain"). In 2010, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), visual impairment ("poor vision") and alopecia ("hair loss"). On an unknown date, the patient experienced rash ("rashes"), abdominal pain ("abdominal cramp"), bladder pain ("bladder pain"), pain in extremity ("leg pain") and back pain ("lower back pain"). The patient was treated with surgery (surgical removal of coil and unilateral salpingectomy). Essure was removed on (B)(6)2009. At the time of the report, the uterine perforation, device breakage, fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, rash, bladder disorder, urinary tract disorder, nausea, visual impairment, weight increased, fatigue, diarrhoea, alopecia, abdominal pain, bladder pain, pain in extremity and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, bladder pain, device breakage, diarrhoea, fallopian tube perforation, fatigue, menorrhagia, nausea, pain in extremity, pelvic pain, rash, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: according to the legal claim, plaintiff had the need for additional surgery. Current weight 192 lbs. Left side- 2 coils, right side- 1 coil. Discrepant date of removal was mentioned as : (B)(6)2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.8 kg/sqm. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs and mr received - previously reported event "perforation of organs " updated to "uterine perforation", events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection (bladder/ urinary tract/vaginal) type: utis, rashes, bladder problems, urinary problems or changes, nausea, device breakage, perforation (fallopian tube(s)), poor vision, weight gain, fatigue, diarrhea, hair loss, abdominal cramp, bladder pain, leg pain, lower back pain, she did not undergo essure confirmation test", reporter, medical history, concomitant drug added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.